Event description:
Caller reported that pump became hot to touch, and a temperature alarm was recorded in the pump history. There was no adverse impact to the customer's blood glucose level. Technical support arranged for the pump to be replaced and provided the caller with instructions on returning the malfunctioning pump. The caller understood the instructions to use a return box and pre-paid label, program settings, and connect the cgm to the replacement pump. The replacement pump would be shipped without requiring a delivery signature.